Manufacturer narrative:
Stryker performed an initial evaluation of the device and was able to verify the reported issue, however the issue could not be duplicated during testing. It was noted the batteries were older than the 2 year recommended life; as well stryker advised replacement of the ac power adapter as a precaution. The customer did not pursue repair of the device so no cause can be conclusively determined.

Event description:
The customer contacted stryker to report their device did not provide defibrillation as expected after multiple attempts. This issue is patient related; a clinical review was performed and use of this device may have caused or contributed to an adverse event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report their device did not provide defibrillation as expected after multiple attempts. This issue is patient related; a clinical review was performed and use of this device may have caused or contributed to an adverse event.